Event description:
Per the clinic, the initial baha surgery on (B)(6) 2015, was aborted due to poor bone quality and a suspected drill malfunction. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.